Manufacturer narrative:
Concomitant medical products: lnq11 implantable cardiac monitor, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath three days post implant. It was reported that the right atrial (ra) lead exhibited sensing changes and was pacing in the ventricle. The ra lead also dislodged. The lead was reprogrammed and later repositioned and remains in use. No further patient complications have been reported as a result of this event.